Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found - missing lcd segments. Test strips not returned for evaluation. Qc investigation on 02/16/2017 resulted in defect found and the event was determined to be reportable. Most likely root cause is user mechanical stress. (B)(4).

Event description:
Consumer reported complaint for defective lcd. The customer stated he was only getting two very visible numbers on the display. Customer stated he performed a blood test and it came up 14 as the third number was missing. During the call on (B)(6) 2017, the customer performed a blood test and result obtained was 13 with the third number missing. Meter memory was reviewed and the 14 and 13 were in the memory. Customer stated that this just started about three days prior. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2017.